Event description:
It was reported via facility medwatch# (B)(4) that balloon rupture occurred. The patient presented with new onset of severe chest pain and shortness of breath. A 2.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon was not inflating. The device was removed and it was noticed that there were small pinholes in the balloon. The procedure was completed with another emerge balloon catheter. No patient complications were reported.